Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. Internal buttons on the footswitch were determined to be damaged causing the reported issue. All components of the system were operational. Other relevant device(s) are: product ID: 9731203, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that electromagnetic generator and foot switch were not working well.